Manufacturer narrative:
(B)(4). Initial reporter: country corrected from (B)(6).

Manufacturer narrative:
(B)(4). Chelala, e., barak, h., estievenart, j., dessily, m., charara, f., + all, j. L. (2015). Long-term outcomes of 1326 laparoscopic incisional and ventral hernia repair with the routine suturing concept: a single institution experience. Hernia, 20(1), 101-110.

Event description:
A single institution's systematic retrospective review of 1,326 livhr was conducted between the years 2000 and 2014. A standardized technique of routine closure of the defect prior to the intraperitoneal onlay mesh (ipom) reinforcement was performed in all patients. The standardized technique of "defect closure" by laparoscopy approximating the linea alba under physiological tension was assigned by either the transparietal u reverse interrupted stitches or the extracorporeal closure in larger defects. All patient benefited from the implanted composite mesh through an ipom placement with transfacial suturing. Livhr was performed on 1,326 patients (52.57% female and 47.43% male). The majority of the patients were young (mean age of 52.19 years) and obese (average body mass index of 32.57 kg/m2). It was also found that 20% of the mesh exhibited shrinkage in the latest patients measured preoperatively. Additional information has been requested but not yet received.